Event description:
It was reported that the customer's insulin pump alarmed motor error during priming. Customer's blood glucose level was 17.5 mmol/l at time of reporting. Nothing further reported.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime test. Unit received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).